Event description:
The customer's mother reported via phone call that the insulin pump had a power error and the delivery had stopped. Blood glucose level at the time of the incident was 558 mg/dl. Customer's mother reported changing the set and treating with a bolus. Caller did not have the insulin pump with her at the time of the call and was unable to troubleshoot. The customer's mother will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.